Event description:
The customer reported that control no. 3 of control set qc yielded a false negative reaction with erytype s rh-pheno double's anti-e (clone ms260/ms12). But the customer provided tango optimo pictures that showed a positive reaction of control no. 3 with anti-e (clone ms260/ms12). The customer did return the control set qc that had caused the false negative result, but not the supposedly defective product erytype s rh-pheno double. Therefore our quality control laboratory tested the customer's provided control set qc with the retained sample of erytype s rh-pheno double and yielded correct results. The quality control laboratory's retained erytype s rh-pheno double sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.